Event description:
Allegedly, the dr was performing a hysteroscopy and cervical polypectomy. At the end of the procedure, she laid the resectoscope on the pt drapes in the stomach area. She then activated a pen instrument to perform cauterization. She activated the pen hand controls and also accidentally activated the resectoscope by depressing the foot switch of the esu; she then did this a second time. Or personnel saw a spark emitting from the end of the resectoscope which was lying on the pt. When they checked the pt they found a dime sized third degree burn on the stomach in the area where the resectoscope was lying. They treated burn with salve and completed procedure.

Manufacturer narrative:
The electrode was assembled with the resectoscope (working element, sheaths and scope) and tested; there was no problem found with the instrumentation. It functioned with no problems noted. Hipot tests also conducted and instrumentation passed. The hosp sent the instrumentation in out of caution; there was no report of malfunction. The pt impact was a result of the dr accidentally activating the device while it was lying on the pt.